Manufacturer narrative:
Com: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a medtronic bare metal stent implanted. Approximately 3 weeks post implantation, that patient suffered symptoms of epigastric pain, rash, headaches and a metallic taste. It was reported that the patient has an allergy to metal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.